Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported system error 322 which was not reproduced or evidenced through a review of the event history log (ehl). The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. However, evaluation observed a "system error 320" alarms in the ehl. Evaluation determined the assignable cause for the system error 320 during a visual inspection to be the upper latch switch was stuck. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The process step was not provided by the reporter. There was no patient involvement. No additional information is available.